Event description:
This unsolicited device case from (B)(6) was received on july 27, 2015 from a surgeon. This case involves an adult male patient, who developed an allergic reaction/allergy like reaction on the application site & abdominal pain after the application of seprafilm. No past drug, medical history or concomitant medication & concurrent condition was reported. The underlying disease was reported to be ileus. On (B)(6) 2015, the patient underwent laparotomy for ileus release, and 1 sheet of seprafilm was applied once (batch/lot number and expiration date: unknown) under the median incision wound to reduce the extent & severity of postoperative adhesions. The reporting surgeon had some experience in using seprafilm and the surgery was performed w/an observer in attendance. On an unknown date, after the surgery, the patient complained of abdominal pain. On (B)(6) 2015 the patient had severe allergic reaction. Relaparotomy was performed and showed spotty allergy-like reaction on the application site under the median incision wound (intestinal wall). As of (B)(6) 2015, the event of allergic reaction/allergy like reaction on the application site had resolved. Corrective treatment: not reported for both events. Outcome: unk for abdominal pain. A pharmaceutical technical complaint (ptc) was initiated & ptc results were pending. Diagnosis: allergic reaction. Reporting surgeon's seriousness assessment: serious (inpatient/prolonged hospitalization). Reporting surgeons causality assessment: probable. Reporting surgeon's comment: other possible causative factors for the event were unknown.

Event description:
This unsolicited device case from (B)(6) was received on (B)(6) 2015 from a surgeon. This case involves a (B)(6) male patient who developed peritonitis and had ileus after the application of seprafilm. The patient's medical history was significant for intestinal obstruction (underlying disease), postoperative gastric cancer, gastric cancer surgery. The patient had no allergy, was generally healthy (preoperative condition), had good nutrition status and was non-smoker. No past drug or concurrent condition was reported. The patient's concomitant medications included piperacillin as prophylaxis of postoperative infection, panax ginseng/zanthoxylum piperitum/zingiber officinale (daikenchuto) and celecoxib (celecox). On (B)(6) 2015, the patient was admitted to the reporting hospital for surgery. On (B)(6) 2015, the patient underwent adhesiolysis for intestinal obstruction, laparotomy for ileus release, and 1 sheet of seprafilm was applied once (batch/lot number and expiration date: unknown) under the median incision wound to reduce the extent and severity of postoperative adhesions. The reporting surgeon had some experience in using seprafilm and the surgery was performed with an observer in attendance. It was reported that the condition of application was favourable. Also reported that there were pre-existing adhesions in the umbilical area and small intestines and adhesiolysis was done. It was reported that adhesiolysis of the stenosis site alone was performed and seprafilm was applied under the site and no drain tube was placed. Further reported that no pre-existing non-purulent inflammation or infection was observed in the peritoneal cavity. Intraperitoneal irrigation (2 l) was performed and no resection was performed. Reportedly, the operative field was clean (antiseptic condition) and the length of laparotomy incision was 15 cm, and involved saturation of 2 layers. No pre-existing non-purulent inflammation or infection was observed in the laparotomy incision site. The first layer (peritoneum) was sutured with absorbable, synthetic, multi thread (interrupted suture). The skin was stabled with skin stapler. It was reported that the operative time was approximately 1 hour and the volume of haemorrhage was small and no blood transfusion was performed. No other medical device was used concomitantly after the surgery. On (B)(6) 2015, moderate peritonitis and ileus developed (confirmed on x-ray) during the hospitalization, which was prolonged due to the events. On (B)(6) 2015, relaparotomy was performed for the events and multiple pieces of seprafilm (gel state) were attached to the intestinal obstruction site (different area from the adhesiolysis site of the precious surgery), seprafilm was removed with small intestinal resection, and the intestine was anastomosed. No other procedure was performed. The adverse events remarkably improved after the relaparotomy. As of the same day, the patient's white blood cell count was 10070/mcl, neutrophil: 90.1% and c-reactive protein was 7.72 mg/dl. It was reported that histological examination showed no specific reaction. It was reported that the patient received treatment for paralytic ileus and suspected failure of the sutures after the surgery. On an unknown date after the surgery, the patient complained of abdominal pain. As of (B)(6)2015, the patient was recovering from the events and was still being hospitalized. Corrective treatment: intravenous drip of ceftriaxone at a dose of 2g/day from (B)(6) 2015 (suspected infection) and intravenous drip of methylprednisolone sodium succinate (solu-medrol) at a dose of 125 mg/day from (B)(6) 2015 (reactive inflammation) for both the events. Outcome: recovering for both the events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). On 27-jul-2015, genzyme received pre-ae 38501 with ae terms peritonitis and ileus. No lot number was provided upon the intake information. On 06-aug-2015, the reporter confirmed that there was no lot number information available. Since no product lot number was provided by the reporter, genzyme biosurgery quality assurance was unable to perform a specific lot history review/investigation in response to the event. All seprafilm lots manufactured by genzyme were released for shipment by quality assurance only after successful completion of quality control certificate of analysis testing and review of all device history records and associated manufacturing process documentation. This lot release procedure provided assurance that all product lots were manufactured under specified process parameters and passed final product specifications. Seprafilm adhesion barrier was packaged in a tyvek holder within a plastic sleeve and sealed in an outer foil pouch. The contents of the foil pouch were sterilized by gamma radiation. Product safety metrics were compiled by genzyme/sanofi global pharmacovigilance and epidemiology and presented to senior management. Any trending signal would be discussed during these trending meetings and escalated to the safety governance for adjudication. If a lot number for this event was reported at a later date, this product event would be reopened and an investigation would be performed by genzyme-sanofi biosurgery quality assurance at that time. Reporting surgeon's comment: it was reported that the patient had intensive inflammation of the serous surface which was consistent with the application site of seprafilm, and intestinal obstruction of the same site due to inflammatory adhesion. Additional information was received on 31-jul-2015 from the surgeon. The patient's age was added. The patient's medical history and concomitant medications were added. The event term was updated from allergic reaction/allergy like reaction on the application site to peritonitis and ileus. The previously reported event of abdominal pain was updated as symptom of peritonitis. The detail of peritonitis and ileus was added. The suspect product start date was updated from 16-jul-2015 to 12-jul-2015. The laboratory details of wbc count, neutrophil count and c-reactive protein were added. The corrective treatment (ceftriaxone and methylprednisolone sodium succinate) for peritonitis was added. Clinical course updated and text was amended accordingly. Additional information was received on 13-aug-2015. Ptc results were added and text amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated: 31-jul-15: based on the follow up information received, patient developed peritonitis and ileus because of which hospitalization was prolonged. The causal role of the suspect product in the occurrence of the events cannot be denied. Sanofi company comment dated 29-jul-2015: this case concerns a male patient who experienced allergic reaction after seprafilm application. Based upon the information provided, the causal role of the suspect form the occurrence of the event cannot be denied. Also, event is assessed as probably related by the reporting investigator. However, more information regarding patient's clinical course, concomitant medications is required to make complete case assessment.

Event description:
This unsolicited device case from (B)(6) was received on 27-jul-2015 from a surgeon. This case involves a (B)(6) male patient who developed peritonitis and had ileus adhesive after the application of seprafilm. The patient's medical history was significant for intestinal obstruction (underlying disease), postoperative gastric cancer and gastric cancer surgery in 1995. The patient had no allergy, was generally healthy (preoperative condition), had good nutrition status and was non-smoker. No past drug or concurrent condition was reported. The patient's concomitant medications included piperacillin as prophylaxis of postoperative infection, panax ginseng/zanthoxylum piperitum/zingiber officinale (daikenchuto) and celecoxib (celecox). On (B)(6) 2015, the patient was admitted to the reporting hospital for surgery. On (B)(6) 2015, the patient underwent adhesiolysis for intestinal obstruction, laparotomy for ileus release, and 1 sheet of seprafilm was applied once (batch/lot number and expiration date: unknown) under the median incision wound to reduce the extent and severity of postoperative adhesions. The reporting surgeon had some experience in using seprafilm and the surgery was performed with an observer in attendance. It was reported that the condition of application was favourable. Also reported that there were pre-existing adhesions in the umbilical area and small intestines and adhesiolysis was done. It was reported that adhesiolysis of the stenosis site alone was performed and seprafilm was applied under the site and no drain tube was placed. Further reported that no pre-existing non-purulent inflammation or infection was observed in the peritoneal cavity. Intraperitoneal irrigation (2 l) was performed and no resection was performed. Reportedly, the operative field was clean (antiseptic condition) and the length of laparotomy incision was 15 cm, and involved saturation of 2 layers. No pre-existing non-purulent inflammation or infection was observed in the laparotomy incision site. The first layer (peritoneum) was sutured with absorbable, synthetic, multi thread (interrupted suture). The skin was stabled with skin stapler. It was reported that the operative time was approximately 1 hour and the volume of haemorrhage was small and no blood transfusion was performed. No other medical device was used concomitantly after the surgery. On (B)(6) 2015, moderate peritonitis and ileus developed (confirmed on x-ray) during the hospitalization, which was prolonged due to the events. On (B)(6) 2015, relaparotomy was performed for the events and multiple pieces of seprafilm (gel state) were attached to the intestinal obstruction site (different area from the adhesiolysis site of the precious surgery), seprafilm was removed with small intestinal resection, and the intestine was anastomosed. It was reported that the intestinal obstruction site was at the side of anus. No other procedure was performed. The adverse events remarkably improved after the relaparotomy. As of the same day, the patient's white blood cell count was 10070/mcl, neutrophil: 90.1% and creactive protein was 7.72 mg/dl. It was reported that histological examination showed no specific reaction. It was reported that the patient received treatment for paralytic ileus and suspected failure of the sutures after the surgery. According to the reporting surgeon, the paralytic ileus and the suspected failure of the sutures were not adverse reactions of seprafilm. On an unknown date after the surgery, the patient complained of abdominal pain. As of (B)(6) 2015, the patient was recovering from the events and was still being hospitalized. Corrective treatment: intravenous drip of ceftriaxone at a dose of 2g/day from (B)(6) 2015 (suspected infection) and intravenous drip of methylprednisolone sodium succinate (solu-medrol) at a dose of 125 mg/day from (B)(6) 2015 (reactive inflammation) for both the events. Outcome: recovering for both the events. On 27-jul-2015, genzyme received pre-ae 38501 with ae terms peritonitis and ileus. No lot number was provided upon the intake information. On 06-aug-2015, the reporter confirmed that there was no lot number information available. Since no product lot number was provided by the reporter, genzyme biosurgery quality assurance was unable to perform a specific lot history review/investigation in response to the event. All seprafilm lots manufactured by genzyme were released for shipment by quality assurance only after successful completion of quality control certificate of analysis testing and review of all device history records and associated manufacturing process documentation. This lot release procedure provided assurance that all product lots were manufactured under specified process parameters and passed final product specifications. Seprafilm adhesion barrier was packaged in a tyvek holder within a plastic sleeve and sealed in an outer foil pouch. The contents of the foil pouch were sterilized by gamma radiation. Product safety metrics were compiled by genzyme/sanofi global pharmacovigilance and epidemiology and presented to senior management. Any trending signal would be discussed during these trending meetings and escalated to the safety governance for adjudication. If a lot number for this event was reported at a later date, this product event would be reopened and an investigation would be performed by genzyme-sanofi biosurgery quality assurance at that time. Reporting surgeon's comment: it was reported that the patient had intensive inflammation of the serous surface which was consistent with the application site of seprafilm, and intestinal obstruction of the same site due to inflammatory adhesion. Additional information was received on 31-jul-2015 from the surgeon. The patient's age was added. The patient's medical history and concomitant medications were added. The event term was updated from allergic reaction/allergy like reaction on the application site to peritonitis and ileus. The previously reported event of abdominal pain was updated as symptom of peritonitis. The detail of peritonitis and ileus was added. The suspect product start date was updated from (B)(6) 2015. The laboratory details of wbc count, neutrophil count and c-reactive protein were added. The corrective treatment (ceftriaxone and methylprednisolone sodium succinate) for peritonitis was added. Clinical course updated and text was amended accordingly. Additional information was received on 13-aug-2015. Ptc results were added and text amended accordingly. Additional information was received on 24-aug-2015. The verbatim for the event of ileus was updated to ileus adhesive. The date of gastric cancer surgery was added. It was confirmed the lot number of seprafilm was unknown. The information that the intestinal obstruction site (in the description of "multiple pieces of seprafilm [gel state] were attached to the intestinal obstruction site [different area from the adhesiolysis site of the precious surgery]) was at the side of anus was added. The reporting surgeon's statement on paralytic ileus and suspected failure of the sutures (in the description of "he received treatment for paralytic ileus and suspected failure of the sutures after the surgery") was added. Clinical course updated and text was amended accordingly. Pharmacovigilance comment: sanofi follow up company comment dated 28-aug-2015: the follow up information received does not change previous case assessment. Sanofi company comment for follow up dated: 31-jul-2015: based on the follow up information received, patient developed peritonitis and ileus because of which hospitalization was prolonged. The causal role of the suspect product in the occurrence of the events cannot be denied. Sanofi company comment dated 29-jul-2015: this case concerns a male patient who experienced allergic reaction after seprafilm application. Based upon the information provided, the causal role of the suspect form the occurrence of the event cannot be denied. Also, event is assessed as probably related by the reporting investigator. However, more information regarding patient's clinical course, concomitant medications is required to make complete case assessment.

Manufacturer narrative:
A pharmaceutical technical complaint (ptc) was initiated and ptc results were pending. Reporting surgeon's comment: it was reported that the patient had intensive inflammation of the serous surface which was consistent with the application site of seprafilm, and intestinal obstruction of the same site due to inflammatory adhesion. Additional information was received on (B)(6) 2015 from the surgeon. The patient's age was added. The patient's medical history and concomitant medications were added. The event term was updated from allergic reaction/allergy like reaction on the application site to peritonitis and ileus. The previously reported event of abdominal pain was updated as symptom of peritonitis. The detail of peritonitis and ileus was added. The suspect product start date was updated from (B)(6) 2015. The laboratory details of wbc count, neutrophil count and c-reactive protein were added. The corrective treatment (ceftriaxone and methylprednisolone sodium succinate) for peritonitis was added. Clinical course updated and text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated: (B)(6) 2015: based on the follow up information received, patient developed peritonitis and ileus because of which hospitalization was prolonged. The causal role of the suspect product in the occurrence of the events cannot be denied.

Event description:
The patient's medical history was significant for intestinal obstruction (underlying disease), postoperative gastric cancer, gastric cancer surgery. The patient had no allergy, was generally healthy (preoperative condition), had good nutrition status and was non-smoker. No past drug or concurrent condition was reported. The patient's concomitant medications included piperacillin as prophylaxis of postoperative infection, panax ginseng/zanthoxylum piperitum/zingiber officinale (daikenchuto) and celecoxib (celecox). On (B)(6) 2015, the patient was admitted to the reporting hospital for surgery. On (b)(46 2015, the patient underwent adhesiolysis for intestinal obstruction, laparotomy for ileus release, and 1 sheet of seprafilm was applied once (batch/lot number and expiration date: unknown) under the median incision wound to reduce the extent and severity of postoperative adhesions. The reporting surgeon had some experience in using seprafilm and the surgery was performed with an observer in attendance. It was reported that the condition of application was favourable. Also reported that there were pre-existing adhesions in the umbilical area and small intestines and adhesiolysis was done. It was reported that adhesiolysis of the stenosis site alone was performed and seprafilm was applied under the site and no drain tube was placed. Further reported that no pre-existing non-purulent inflammation or infection was observed in the peritoneal cavity. Intraperitoneal irrigation (2 l) was performed and no resection was performed. Reportedly, the operative field was clean (antiseptic condition) and the length of laparotomy incision was 15 cm, and involved saturation of 2 layers. No pre-existing non-purulent inflammation or infection was observed in the laparotomy incision site. The first layer (peritoneum) was sutured with absorbable, synthetic, multi thread (interrupted suture) . The skin was stabled with skin stapler. It was reported that the operative time was approximately 1 hour and the volume of haemorrhage was small and no blood transfusion was performed. No other medical device was used concomitantly after the surgery. On (B)(6) 2015, moderate peritonitis and ileus developed (confirmed on x-ray) during the hospitalization, which was prolonged due to the events. On (B)(6) 2015, relaparotomy was performed for the events and multiple pieces of seprafilm (gel state) were attached to the intestinal obstruction site (different area from the adhesiolysis site of the precious surgery), seprafilm was removed with small intestinal resection, and the intestine was anastomosed. No other procedure was performed. The adverse events remarkably improved after the relaparotomy. As of the same day, the patient's white blood cell count was 10070/mcl, neutrophil: 90.1% and c-reactive protein was 7.72 mg/dl. It was reported that histological examination showed no specific reaction. It was reported that the patient received treatment for paralytic ileus and suspected failure of the sutures after the surgery. On an unknown date after the surgery, the patient complained of abdominal pain. As of (B)(6) 2015, the patient was recovering from the events and was still being hospitalized. Corrective treatment: intravenous drip of ceftriaxone at a dose of 2g/day from (B)(6) 2015 (suspected infection) and intravenous drip of methylprednisolone sodium succinate (solu-medrol) at a dose of 125 mg/day from (B)(6) 23, 2015 (reactive inflammation) for both the events.

Manufacturer narrative:
Pharmacovigilance comment: (B)(4) comment dated july 29, 2015: this case concerns a male patient who experienced allergic reaction after seprafilm application. Based upon the info provided, the causal role of the suspect from the occurrence of the event cannot be denied. Also, event is assessed as probably related by the reporting investigator. However, more info regarding patient's clinical course, concomitant medications is required to make complete case assessment.